Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. Reportedly, there was fresh water or bath water inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/01/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/08/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged pump overheating issue could not be fully investigated in the evaluation while the moisture ingress issue was verified. The pump failed to power on with the return battery cap or a test battery cap. No damage was found with the battery compartment. A leak test showed a leak at the bolus button. Pump casing was opened and evidence of moisture intrusion was found throughout the pump interior. Due to the unresponsive pump, the black box data could not be downloaded and the remaining testing was unable to be completed. The reported pump temperature issue could not be fully investigated and no conclusion could be drawn.